Event description:
Pt called lfs alleged that her meter was reading inaccurately high. The pt's meter read 6.0 mmoi/l and the lab result was 4.8 mmoi/l. The tests were taken within 10 mins. The result does fall outside of the 20% specs. The pt called the diabetes clinic for advice and the pt was advised to increase her insulin from 7 to 10 units. The pt did not report any high blood glucose symptoms. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter and testing supplies are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.